Event description:
It was reported that during the stent assisted aneurysmal coil embolization procedure for the case of right pcoma (posterior communicating artery) aneurysm, under the guiding of guidewire the guide catheter tip was advanced to right ica (internal carotid artery) tail and placed tip of support catheter to right ica. Delivered a microcatheter under the guiding of the guidewire to right mca (middle cerebral artery) m1 and shaped microcatheter was used to deliver the tip of the microcatheter into aneurysm. After advancement of the subject stent to the target site, the stent could not deliver out of the tip of the microcatheter during deployment. After several tries the subject stent was deployed at distal tip of microcatheter. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. Withdrew the subject stent and the microcatheter out of patient vasculature and new stent was deployed at the target site successfully. The procedure is completed successfully after aneurysmal coil embolization with two coils.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection indicated that the stent was returned deployed and was damaged. The introducer sheath was intact. The distal section of the sdw was damaged. Functional test inspection indicated the stent was deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also the physician felt that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The sdw was kinked bent, the stent was returned deployed and deformed. The as reported stent difficult/unable to advance through pullback through catheter and stent deployed prematurely during use as well as the as analyzed sdw kinked/bent, stent deformed and stent deployed prematurely during use be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stent assisted aneurysmal coil embolization procedure for the case of right pcoma (posterior communicating artery) aneurysm, under the guiding of guidewire the guide catheter tip was advanced to right ica (internal carotid artery) tail and placed tip of support catheter to right ica. Delivered a microcatheter under the guiding of the guidewire to right mca (middle cerebral artery) m1 and shaped microcatheter was used to deliver the tip of the microcatheter into aneurysm. After advancement of the subject stent to the target site, the stent could not deliver out of the tip of the microcatheter during deployment. After several tries the subject stent was deployed at distal tip of microcatheter. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. Withdrew the subject stent and the microcatheter out of patient vasculature and new stent was deployed at the target site successfully. The procedure is completed successfully after aneurysmal coil embolization with two coils.